Event description:
It was reported that during a lap bowel procedure, the surgeon requested for a blue reload, but the hospital did not carry blue reloads, so the surgeon used a white reload for the case. The device was fired and the surgeon stated the tissue was thin. He also stated that the distal end staples seemed not as tight as the proximate ones. The anastomosis was completed, a leak test was done and found to be leak proof. Four days post op, the pt presented abdominal pain. An x-ray revealed a pin hole at the distal end of the staple line. The pt was brought back into the or and was given a temporary loop ileostomy. The pt is doing fairly well under the circumstances as she was already very sick before the first surgery.

Manufacturer narrative:
.